Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient made a use error which resulted in shoulder pain while performing automated peritoneal dialysis (apd) therapy. The use error was further described as the patient saw air in their line prior to performing apd therapy, however, elected not to re-prime the line. Subsequently the patient contacted baxter technical service to request assistance in ending therapy because the patient was experiencing shoulder pain. The issue occurred during drain two of four of apd therapy. On the same day, the patient was admitted to the hospital due to the shoulder pain. The cause of the shoulder pain was determined to be air in the peritoneum. The patient was treated with unspecified pain medication (dose, frequency, and route not reported) and was discharged from the hospital the next day and was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted